Manufacturer narrative:
No lenses were returned to the manufacturer for investigation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
Patient states that he was new to contact lens use prior to the event and alleges that after instilling a new contact lens he experienced an infection of the eye and subsequent corneal ulcer that required him to seek medical treatment every other day for approximately 10 days. The patient states that he continues to experience poor vision. Good faith efforts have been made to obtain additional information without success. The patient has declined to provide the contact information for or authorize manufacturer to contact the treating physician, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.